Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the home choice (hc) during use. The care giver (cg) stated that the transfer set was "not cleaned up" during the two minutes that she had disconnected the patient from the manual bag, and that she had not put on a minicap right away. The cg wanted to know what to do and she wanted to know if the home patient (hp) would get an infection. The technical service representative (tsr) explained to the cg to contact the patient's nurse and see what the nurse recommended. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the registered nurse on (B)(6) 2012. She stated that she had not heard of this incident, but that it was possible that the patient had spoken with another nurse about it. She would speak with the patient about the user error. She had seen the patient a few days prior, and he was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.